Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine check, the patient's device was revealed to be in backup mode and had radio telemetry issues. A device restoration was performed successfully and without any patient consequences.